Event description:
The care giver was having a difficult time cauterizing with the device. The power was increased from 40-60 on the generator. Shortly after sparks and smoldering plastic was observed on the bovie cord. The area was smothered, the cord saved and the generator removed from service.health professional's impression:this was obvious physical damage. The cord insulation was physically cut, short circuiting the wire(s).